Event description:
During a case, the doctor reported that the anesthesia machine was set to delivery 8% sevoflurane to the patient, however, the patient appeared light. The doctor stated he turned off the sevoflurane vaporizor and used desflurane to complete the case. No patient injury.